Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not availabl. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a very small baseline effusion at baseline prior to procedure. During transeptal puncture (tsp), a circumferential pericardial effusion occurred. It appeared on fluoroscopy that the versacross rf wire crossed the septum into the left atrium (la). On intracardiac echo (ice) and transesophageal echocardiography (tee) the wire was not visualized in the la. The wire was then retracted back inside the dilator and transeptal crossing was reattempted. The septum was successfully crossed at an inferior/mid-anterior location. The procedure proceeded, noting a moderately sized pericardial effusion on tee and ice. The 24mm closure device was implanted with no recaptures. There were no complications with the device insertion. The device had 15-16% compression with no leaks and only a slight 1/3 shoulder in the 135-degree tee view. The implanter took the sheath out of the body and closed the groin. The physician then attempted a pericardiocentesis that only drained around 50cc blood. Patient vitals remained stable. The patient was then transferred to the cardiothoracic (CT) department for CT guided pericardiocentesis and drain insertion. CT department stated that they drained 400cc of dull red colour blood and the patient was hemodynamically stable. Patient has been discharged and fully recovered. No difficult anatomy was reported. No perforation confirmed. Act was therapeutic during procedure. The device is not expected to be returned for analysis (disposed).